Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils and core. The core had separated 5 mm proximal to the tip ball. The distal end of the separation including the tip ball was not returned. The fracture face on the proximal end of the separation was jagged and uneven. The entire length of the coils were completely stretched. There was 8mm of the black polymer coating that was loose on the stretched coils. During the investigation, this section of the coating fell off of the guide wire and could not be found. There were bends in the core 1.1cm, 2cm, 16.5cm and 22cm proximal to the separation. No other damage to the guide wire was noted. A laser micrometer was used to measure the guide wire's maximum outer diameters. These met mfg criteria. The distal end of the guide wire was dipped in red congo dye to verify that hydrophilic coating was present. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the guide wire. Although the incident states that the guide wire was stretched but was not separated, the distal tip was not returned for analysis. Results of the sem analysis indicate that the guide wire's core was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to separate due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guide wire was trapped on the deployed stent. The forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire which fractured. The reason for the guide wire tip entrapment with the stent strut is not described in the incident, but overall, the guide wire does not appear to be mfg related. The guide wire tip separation appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. The lot history record was reviewed and there were no non-conformities associated with this product lot. The MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/no medical intervention, has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the whisper guide wire was used to treat the rca. A cypher stent was advanced over the guide wire and deployed. After stent placement, the guide wire lost position, so it was pulled back to re-position. At this point, the guide wire became stuck in a stent strut. The guide wire was pulled to remove it from the pt, and after removal it was noted that the guide wire tip was stretched and looked frayed. The physician stated, the guide wire appeared to be completely removed in one piece. Reportedly, there was no pt injury. No add'l event or pt info is available. This report is being filed based on the analysis of the returned guide wire, which revealed that a 5mm piece of the tip had separated and was not returned.